Manufacturer narrative:
The returned unit lock has rotational movement when unit is not under pressure, however, this would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Unit will require pm maintenance preformed at this time. Root cause evaluation undetermined at this time.

Manufacturer narrative:
Investigation completed (B)(6) 2017. DHR review could not be performed at this time; no serial or lot number have been provided. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause is not determined at this time because the product has not been returned for evaluation.

Event description:
On (B)(6) 2017, there was a slip in the grip of a mayfield modified skull clamp after the hookup. Request for additional information was sent and on 18sep2017, the following was provided by the customer: a (B)(6) male patient was undergoing a thoracic spine irrigation and debridement procedure. There was no stereotaxy device used. The event that was reported was as follows: after given the okay from anesthesia, the doctor placed the mayfield clamp (lot number unknown) on the patient¿s head. The patient was lined up to the o.r. Bed which had gel rolls and was flipped into the prone position. The doctor held the head as the nurse fastened the mayfield clamp to the bed attachment. After the hook up, there was a slip of the attachment from mayfield clamp and bed attachment. The staff then unattached the mayfield clamp and flipped the patient back over to a stretcher. The nurse got another mayfield clamp and they repositioned the patient and started the case. The patient was positioned in the prone position through the whole procedure. The length of time that the product was in use before the event occurred was unknown. No injury or death alleged. No revision/medical intervention required. There was a delay in surgery due to the product problem for 35 minutes, no patient harm was reported from the delay. The action that was taken after the product problem occurred was that the clamp was marked as broken and taken out of service. The patient¿s outcome was noted as ¿patient was fine¿.